Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons had to press several times in order for them to work. The customer¿s blood glucose level was unknown. The customer stated that the buttons had delayed response, when she presses a button to unlock the screen it was taking about 20 seconds to respond. Even when she was on the menu it takes a few seconds to respond, it did not happen every time but maybe 2-3 times a day. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt and also easy bolus feature was on. The customer was advised to remove battery from pump and replace with a recommended new or fully charged battery but buttons were remain unresponsive. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.